Event description:
It was reported that error message occurred. The target location was located in the coronary artery. An angiojet spiroflex was used for thrombectomy procedure. During the procedure, two (2) angiojet catheters were pulled off and both catheters were alerting error message. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the angiojet spiroflex was returned for analysis. Inspection of the device revealed multiple bends and shaft kinks. The catheter was successfully functionally tested with no leaks or alarms present. Inspection of the returned device revealed multiple bends and shaft kinks; however, the kinks did not disrupt functional testing of the device. The complaint was not confirmed for any pump leaks, set-up issues or alarm messages.